Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. Two samples were received for investigation in used conditions, without their original package, decontaminated and inside in a plastic bag. During the visual inspection the samples unit do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. During the functional testing of the two samples the reported issue was unable to duplicated. Root cause cannot be determined since the complaint was not confirmed due to the fact the samples was tested and successfully passed. No actions are required since the complaint was not confirmed.

Event description:
Information was received indicating that during pre-testing of this smiths medical cadd administration sets, under delivery issue was noticed. No patient injury reported.